Event description:
Patient was having catheters removed following procedure. Seven and a half pieces out of eight were accounted for. The other half was retained in the patient and retrieved the following day.